Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction in the device's memory log, but could not reproduce the reported problem. The unit passed extended self testing. As a precautionary action, the biomed replaced the psol.

Manufacturer narrative:
Puritan-bennett was not authorized to evaluate or repair the device.